Event description:
It was reported that during a gastric bypass procedure, when the scrub tech went to change the reload, the silver casing from the reload stayed in the cartridge side of the end effector. It wasn't noticed until trying to load the device. She wasn't able to get another reload to fit. We looked at the previous blue reload and the silver casing was missing and the cartridge was fractured. She pulled the casing out of the cartridge side of the end effector. Pulled another blue reload and used the same stapler. There were no patient consequences. One reload was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: which echelon device was the cartridge used in? Not answered. Which firing? 3rd. On what tissue type was the device used? Stomach at what location on the tissue? Around the fundus. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? He was making the pouch (gastric bypass), so gong in-line with previous stapled area. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Nothing provided. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.